Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized due to high blood glucose. The customer also reported that the emergency medical services were called. The customer's blood glucose was 1300 mg/dl at the time of the incident. The customer also reported that she passed out. The customer stated that her infusion set had issues due to scar tissue which caused the high blood glucose. The date of the hospitalization was (B)(6) 2014. Troubleshooting did not occur. The insulin pump will not be returned for analysis.